Event description:
It was reported that a patient was having frequent seizures up to five times per day currently and that the patient's generator is at end of service. It is unknown if the seizure level is above the pre vns baseline rate. Generator revision surgery has been planned. Product is expected to be returned to the manufacturer once revision surgery occurs. Good faith attempts to obtain additional information are being made.